Manufacturer narrative:
The sodium electrode lot number is ddh68. A field service engineer (fse) determined that the ion-selective electrode (ise) cup was not being fully evacuated. The fse flushed the ise vacuum line. Verification was performed by qc, ise checks, and precision checks. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit. Patient 1's initial result was 148 mmol/l, and the repeat result on (B)(6) 2025 on another cobas pro unit was 140 mmol/l. Patient 2's initial result was 140 mmol/l, and the repeat result on (B)(6) 2025 on another cobas pro unit was 134 mmol/l. The samples were repeated after the customer had qc failures and performed a look back at patient results. The repeat results were deemed to be correct.

Manufacturer narrative:
The investigation determined that the service action resolved the issue.